Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This report event is on the same patient involving two separate products and associated with medwatch # 1225714-2013-00929.